Event description:
According to complaint on (B)(6) 2024 the abl800 flex analyzer (serial number (B)(6) did an unexpected reboot during the measurement.

Manufacturer narrative:
Radiometer investigations had concluded that the crashed occured due to a memory access violation.